Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached from the connection to the body. Therefore, the patient experienced big changes in her blood glucose level up to 20 mmol/l. The site location was patient's belly. Moreover, she received a block alarm. The infusion had been used for one day. Reportedly, the infusions were stored in a room in the home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.